Manufacturer narrative:
The reported hospitalization and diagnoses of deep vein thrombosis (dvt) and lung embolism (pulmonary embolism) were assessed as serious injury, as they require medical intervention to prevent serious complications. While there is no known mechanism in which coolsculpting would directly cause dvt and subsequent pulmonary embolism, without additional information demonstrating the sequence of events and patient specific information including medical conditions and medications, the contribution of the device to the adverse event could not be ruled out. Allergan has diligently made multiple attempts to gather clinical, treatment and device information, but no further information was received. Zeltiq (now allergan) was initially made aware of the reportable event on (B)(4) 2018, and an initial attempt to submit this MDR was made. However, due to transmission issues, this MDR is being re-submitted. Cdrh was notified on 12/21/2018 and has assigned ticket number (B)(4) for this issue.

Event description:
On (B)(4) 2018 allergan was made aware that a patient who had received coolsculpting treatments to the thighs and upper legs, 2 treatments using coolsmooth pro and four treatments with cooladvantage petite, experienced pain on the lower leg and calves sometime after the treatment. The patient was hospitalized and diagnosed with deep vein thrombosis (dvt) and lung embolism. The treat date and date of onset of symptoms were not provided by the reporter. Allergan has diligently made multiple attempts to gather clinical, treatment and device information, but no further information was received.